Event description:
It was reported that the patient experienced hypoglycemia while using the ilet system, with a continuous glucose monitor alert occurring later than expected; the caregiver treated the low with oral carbohydrates (raisins) and confirmed recovery to a blood glucose of 100 mg/dl by fingerstick. Symptoms included low blood glucose. Outcomes included transient low glucose requiring oral treatment without hospitalization.

Manufacturer narrative:
Investigation included review of device performance and engineering logs. Investigation of this case revealed that the cause of the hypoglycemia and delayed alert timing was unclear based on available information. It was concluded that a device malfunction was not confirmed and the cause remained undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.